Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels (12 mg/dl). Customer was successfully treated in the hospital.